Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the patient underwent rib fracture internal fixation removal surgery to remove the plate and screw. During the surgery, the screw could not be unscrewed from the plate, so the surgeon pulled out the plate and screw at the same time. The surgery is delayed by about 1 hours. The patient is stable currently.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 and e1 (nitial reporter facility name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that after investigation, the patient underwent rib fracture internal fixation due to "rib fracture" (the specific procedure date was unknown), 04.501.018.01 and 04.501.096 were implanted during the surgery, and the surgical process and postoperative rehabilitation of the patient were unknown. In (B)(6) 2025 (the specific procedure date was unknown), the patient underwent rib fracture internal fixation removal. During removing the screws and plates with matching tools, the screw was embedded on the plate and could not be screwed out. Finally, the surgeon have to pull out the plate and screws at the same time. The surgical time was extended approximately one hour. This event did not cause any other harm to the patient except for the prolonged operation time. The patient has been discharged smoothly currently. No subsequent adverse event report was received.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.